Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 0.064 mg/day) and clonidine (100 mcg/ml at 0.64 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was not getting enough intrathecal medication per the hcp. The managing hcp was unable to aspirate the expected amount of intrathecal medication from the catheter access port. The patient had a history of flipping the pump. The dates for these events was unknown. During a revision on (B)(6) 2018 the catheter was seen to be completely twisted at the pump connector. The surgeon did a full explant of the pump and catheter due to a suspected infection in the pump pocket. Cultures were performed but the results were not available at the time of the report. Infection treatment information was not given either. It was planned to implant a new pump and catheter once the infection was resolved. The patient's weight was unknown. No further complications were reported.